Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. No moisture damage found on the electronics, motor, vibrator and battery tube assemblies. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 404 mg/dl; treated with manual injection. The customer stated that the device may have been exposed to moisture from a boat ride. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.